Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive on the same day of application. Customer experienced sweating and vomiting and had contact with healthcare provider. Customer was diagnosed with diabetic ketoacidosis and treated with insulin injection and pills. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive on the same day of application. Customer experienced sweating and vomiting and had contact with healthcare provider. Customer was diagnosed with diabetic ketoacidosis and treated with insulin injection and pills. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. (Expiration date) and (device mfg date) were updated based on DHR attachment.